Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a lower spinal procedure with ¿hardware implanted¿ (with ¿trips back to the operating room for hardware replacement) wherein floseal hemostatic matrix was applied. The patient received unspecified pre and post operative antibiotics. The patient was discharged from the hospital without any issues with follow up care with the physician. Approximately six to eight weeks post operatively, the patient visited the physician, and the ¿source of surgery¿ was noted to be infected. Blood cultures were performed and were positive for candida albicans. It was not reported what from of medical intervention was provided. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed via the naked eye revealing that the kit box and the two pouches inside were sealed. The kit box packaging and seal integrity of the pouches were found to be intact, which did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing by reconstituting the floseal product per the IFU and the entire set performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.